Manufacturer narrative:
Customer stated problem ?motor rate error" can be confirmed. (B)(4). Device looks in used conditions. No damages visible. When switched on, self-test passed. Low battery. No error message in screen. Several ?motor error" were found in alarm history log. Functional testing motor rate error" appeared a couple of seconds after start. We found bad worm coupling and faulty motor. We performed all functional and electrical safety tests test passed. We will send the device back to customer. Remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.

Event description:
It was reported that the device motor rate error. No patient injury reported.